Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a low blood glucose value of 30 mg/dl. The customer treated with food, grapes, orange juice and watermelon. The customer stated they had replaced the insulin pump set but it never ran any insulin through. Troubleshooting was performed for the low blood glucose value and the customer no longer believed the insulin pump over-delivered insulin. Nothing will be replaced or returned.